Event description:
Patient tested 4.5 inr and 2.3 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The user received a questionable high free t4 (free thyroxin) result for one patient sample from the cobas e601 analyzer. The original result was 31.4 pmol/l. The user sent the sample to another lab for testing on the centaur analyzer on (B)(4) 2010 and the free t4 result was 21.0 pmol/l. No adverse events were alleged regarding the discrepancy. The free t4 reagent lot number was 158155.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure.according to the complainant, during the procedure, the bladder was perforated. A catheter was not required post-operatively. The procedure was described as successfully completed. During a follow-up visit on (B) (6)2008, pe and voiding are documented as both "normal".